Event description:
Procedure type: esophagectomy/gastric tube. According to the reporter: the firing for the gastric tube was done without a problem. After firing on the esophagus, the black return knob was retracted, but the jaws would not open. Tissue was caught between jaws and could not be released. To remove the device, tissue was resected additionally with a new cartridge and a new stapler. There was oozing and tissue damage. The clamp cover of the defective cartridge was forcibly pulled back with forceps, and tissue was released from jaws. Prior to firing, confirmation for proper loading was not performed. Operative time was extended by about 15 minutes. Patient is under observation.

Manufacturer narrative:
(B)(4).